Event description:
It was reported the pt had no stimulation and was unable to communicate with her ipg using the external devices. The pt mentioned she allows her nephew to play with the magnet over the ipg, which gives her a shocking sensation. An x-ray was taken which did not reveal any anomalies. The physician replaced the pt's ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.